Event description:
As reported by (B)(6), during the transfemoral tavr, a 26mm sapien 3 (s3) valve embolized into the aorta. The valve could be retrieved through the esheath with no harm to the patient. An evolutr valve was implanted with good results. It was perceived that procedural factors contributed to this event; as reported, the valve had not been aligned on the delivery system markers prior to deployment.

Manufacturer narrative:
There are cases where difficulty is encountered during the valve alignment process. In most instances this resolves with routine troubleshooting maneuvers or the device is able to be retrieved through the expandable sheath. If the balloon is partially or incompletely inflated this could potentially lead to incomplete expansion of the valve. This could result in valve embolization or significant pvl, requiring significant intervention, which is considered a serious injury. In this case, device handling (valve not aligned on delivery system per protocol) contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, during the transfemoral tavr, a 26mm sapien 3 (s3) valve was positioned in the annulus and inflation was initiated. As the valve was partially inflated it was noted that the valve had not been aligned properly on the delivery system. Deployment was ceased and the valve was pulled back into the esheath and removed with no injury to the patient. An evolutr valve was implanted with good results.

Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, device handling (valve not aligned on delivery system markers) contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.